Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text: device not returned.

Event description:
The customer reported the patient monitor was giving a desaturation reading of 54 however the clinical picture did not match the readings. No patient impact or consequences were reported.